Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing, and diminished p-waves. In addition, the im plantable pulse generator (ipg) displayed a 'data is invalid' message upon interrogation. The ra lead was turned off and remains in the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Sensing p-wave amplitude measurements of 3.875 millivolts the week of (B)(6) 2014 and then decreased to 0.125 millivolts throughout the remainder of the record. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead also continues to exhibit noise and undersensing. No patient complications have been reported as a result of this event.